Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Information was received that the device was explanted. The user reported poor speech understanding when using the device after playing on the trampoline. The user was re-implanted on (B)(6) 2022.

Manufacturer narrative:
Conclusion: the investigation results confirmed that the device has failed due to an external impact. Other damages found during investigation are attributable to the removal surgery. All the problems given in the recipient report appear to match well with this finding. This is a final report.

Event description:
Information was received that the device was explanted. The user reported poor speech understanding when using the device after playing on the trampoline. The user was playing with his brother and they accidentally ran into each other. The user was re-implanted on (B)(6) 2022.